Event description:
The customer reported that "an incident was filed for one patient situation where immediate suctioning was required and the catheter was crushed so that it would not suction. There was a delay in clearing the airway while they went to get another catheter."

Manufacturer narrative:
(B)(4). Results of investigation: a sample was not received for evaluation. The device history records for the lot reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with internal procedures and no issues were observed. Complaint identified for submission as an MDR following a retrospective review of (B)(4) self-manufactured complaints under (B)(4).